Event description:
The physician wanted to return the product for evaluation. After following up with the surgeon, it is believed there is a port leak in the band. The implanting of the device was performed by the explanting surgeon's colleague. The explanting surgeon followed the pt for several months and the band would not retain all the fluid. No leaks were found in the port or tubing. During laparoscopy, it was noted the methylene blue traced the leak to a hole in the balloon of the lap-band. The lap band was removed and replaced with a new one.

Manufacturer narrative:
Taper ii . No additional information has been reported to allergan regarding the implant date. Analysis of the device noted there were no evidence of leakage and no resistance to flow in the port housing and access port. Analysis showed a sharp opening (unidentified (tear) opening) in the shell and leakage was noted. The band tubing was broken and separated and striations noted consistent with surgical damage, and may have been made to facilitate removal of the device. The shell/ring was broken and separated and striations noted consistent with surgical damage, and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."